Event description:
Pt with breast cancer being treated with chemotherapy. Last chemo treatment was some weeks ago. Port-a-cath was not working. When physician removed the port, it was obvious that the whole catheter did not come, just half of it. A chest x-ray was obtained right away which revealed the other half of catheter to be in the right side of the heart. Pt was taken to the cath lab and had a successful percutaneous retrieval of the fractured piece of port-a-cath from right atrium.